Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cartridge tubing and the infusion set tubing leaked. The customer disconnected/reconnected the connection successfully to address the event and insulin delivery was resumed. Blood glucose was 150 mg/dl.